Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was a competitor device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room. The implantable pulse generator (ipg) appeared to be pacing, but not capturing, and was unable to be interrogated. No patient complications have been reported as a result of this event.